Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).

Event description:
This case was reported by a lawyer via a legal claim and described the occurence of zinc toxicity in a (B)(6) female pt who received super poligrip (formulation unspecified) over a period of 13 years as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the opt began using super poligrip. At an unk time after starting super poligrip, the pt "suffered from the toxicity, copper deficiency, profound and permanent neurological damage and other injuries attributable to her super poligrip use." According to the claim, these injuries had left the pt "unable to perform her normal, customary and daily activities." Treatment with super poligrip was discontinued. At the time of reporting, the events were unresolved. Follow-up was received via medical records on (B)(6) 2009. On (B)(6) 2007, the subject was worked up for multiple sclerosis. As she had noticed weakness in right hand and was unable to use that hand. The hand was claw like in appearance. Nerve conduction study performed on (B)(6) 2009 revealed electrical evidence of a sensory and motor polyneuropathy involving all extremities, with the motor nerves most affected. The pt was placed on copper supplements. On (B)(6) 2009. The pt present to neurology clinic complaining of weakness in right hand which had radiated to her left hand. She felt she was getting worse as she had odd body spasms three or four times daily. She also has burning in both feet and her left leg seems to be weaker. She is using forearm crutches to ambulate. The pt's plasma copper level was 64 ug/l (normal 700-1500) and her plasma zinc level was 1990 ug/l (normal 600-1300). The pt was prescribed rilutex 50 mg per day. On (B)(6) 2009, the pt's plasma copper was 560 ug/l and plasma zinc was 1890 ug/l. The pt was advised to begin prednisone therapy. The pt was told to continue taking copper supplements. Medical records received (B)(6) 2010: at a neurology visit on (B)(6) 2009, the pt was noted to have progressive weakness in her arms and legs over the months prior. She developed extreme fatigue in (B)(6) 2008, developed right hand weakness and arm pain in (B)(6) 2008, and she began having trouble with her legs and was clumsy in walking with multiple falls. In (B)(6) 2008, the pt suddenly noticed she could not use her left hand, in particular the index finger, and since then had noted weakness in all four extremities. Extensive lab workup had been done prior to this visit with a low copper level and elevated zinc level noted. She had been placed on copper supplements and steroids with some slight improvement. Impression at this visit included multifocal motor neuropathy versus motor neuron disease. At follow up on (B)(6) 2009, copper levels were 559, ceruloplasmin was normal, and zinc levels had normalized. The pt felt her symptoms had improved slightly. At a neurology visit on (B)(6) 2009, the pt's copper and zinc levels were normalizing but she continued to have complaints. Her legs were stronger with increased ambulation, but she felt her arms were worse. The pt continued on ivig at this time. At follow up on (B)(6) 2009, the pt had been receiving ivig which provided relief for approximately four weeks at a time. She continued to have weakness, especially in the hand muscles.